Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was not connected to the bus. A field service engineer replaced the drawer controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the station screen showed a black display, accompanied by a beeping noise from the refrigerator, and the station was marked as offline in the remote support service. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.